Event description:
The caller reported that the customer stated the balloon blew out in this tracheostomy tube. The customer stated that the cuff burst right after insertion in the pt and was noticed immediately by the bedside nurse. The caller was not sure if it was the ventilator alarms that alerted the bedside nurse to the issue, or something else, but the nurse was right there when it happened and the pt was re-cannulated. The customer also stated they thought initially that it might have been a cartilage issue with the pt, but the ear nose throat physician doesn't think so. The box had been thrown out, so the lot number is not available and the tracheostomy tube was discarded so there is nothing to return for eval.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or lot number.